Manufacturer narrative:
User facility was unable to locate the device for evaluation.

Event description:
It was reported that an agitated patient got their limbs entangled in the siderail. There was no report of adverse consequences or medical intervention. The user facility was unable to provide a model or serial number for a device evaluation. The user facility further reported that they provided additional training to their staff on proper siderail use.